Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision procedure wherein the ipg was relocated a little deeper into the patient¿s skin. The patient was doing well postoperatively.